Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 a graphic case for a small fragment set was found dented and a reduction forceps was broken during restocking. No patient involvement. This report is for one (1) reduction forceps with serrated jaw-ratchet 144mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Ethnicity : there was no known reported patient involvement associated with the complained event. Lot number is now known. Date of manufacture is known. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device is now available for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part number: 399.99, lot number: t934629: date of manufacture: 22-apr-2009, place of manufacture: tuttlingen, part expiration date: n/a, list of nonconformance¿s: n/a . Description of DHR review: a review of the device history record from the manufacturing site tuttlingen showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications confirm that the components and final product met inspection records and certification. All 100 parts of the lot were checked 100% for important features and for function at the final inspection on 22-apr-2009 and found to be conforming. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. A product investigation was conducted. The following investigation flow was performed: broken. Visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The pivot screw component has sheared in half mid-thread. The proximal screw portion still remains secured in the forceps assembly however the sheared off distal screw shaft portion was not returned. The returned device was manufactured in april 2009 and is over 9 years old. Forceps assembly drawings were reviewed during this investigation. No product design issues or discrepancies were observed. A relevant dimensional inspection was not able to be performed at cq because the sheared off distal screw portion was not returned and the proximal screw shaft portion is retained within the forceps assembly and is inaccessible for measurement. Additionally, there is no indication that material properties or dimensions would have contributed to the returned 9+ year old device with a broken pivot screw. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. The most likely cause for this complaint is rough handling, as per the complaint description "reduction forceps was broken during restocking". Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: address and phone number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.